Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced leakage at tubing. The blood glucose level of the patient was 414 mg/dl which was treated by correction boluses. No further information was available.